Manufacturer narrative:
Eval summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The product was returned and damaged was observed. Blood and solution was dried on the lens. Product history records were reviewed and all documents indicate the product met released criteria. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the condition of the returned sample, the damaged is potentially related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested on 01/26/2012 and 02/01/2012 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A purchasing agent reported that an intraocular lens (oil) was exchanged due to anisometropia. The lens was exchanged for the same model, different diopter lens. Add'l info has been requested.